Event description:
It was reported that the reamer came off the reamer driver during surgery. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
An event regarding an assembly issue between an rsa reamer driver and rsa reamer was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for inspection. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because the product was not returned for inspection. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
It was reported that the reamer came off the reamer driver during surgery. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.